Event description:
Valve on cook zenith endovascular sheath failed and pt lost blood after sheath was removed. Required administrations of packed red blood cells (prbcs). Pt outcome is unk as not provided by reporter.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leakage is not specifically labeled in the IFU. Event eval: still under investigation.